Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. The covidien customer support engineer (cse) inspected the device and was only authorized to upgrade the software to the current revision. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).